Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') in an adult female patient who had essure (batch no. 713459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included adenomyosis, nabothian cyst and paratubal cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), genital haemorrhage ("irregular bleeding") and abortion spontaneous ("diagnosed with miscarriage") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2020 lot number: 713459 manufacturing date: 2010-02 expiration date: 2013-02 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter, medical history and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') in an adult female patient who had essure (batch no. 713459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), genital haemorrhage ("irregular bleeding") and abortion spontaneous ("diagnosed with miscarriage") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. Lot number: 713459 manufacturing date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') in an adult female patient who had essure (batch no. 713459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), genital haemorrhage ("irregular bleeding") and abortion spontaneous ("diagnosed with miscarriage") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. Lot number: 713459 manufacturing date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received : previously reported event "injury" updated to "migration of device", events- "chronic pelvic pain, diagnosed with miscarriage, irregular bleeding, pregnancy, device ineffective", reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.